Event description:
It was reported that the patient presented for a device check. Upon review, the right ventricular lead exhibited loss of capture, loss of sensing and decreased pacing impedance. A chest computerized tomography showed that the lead perforated the ventricle. A sternotomy was performed successfully to resolve the lead perforation. The patient was recovering.